Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut in half, typical of insertion and removal. One section of the optic was not returned for evaluation. A crack is observed on the optic. Scratches and marks are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The non toric 23.0 diopter (add power +2.2/+3.2) lens was replaced with a toric 23.0 (1.5 extended depth of focus) lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced a complication of the 'internal prosthetic'. The lens was exchanged for a different model lens. Additional information was requested.